Manufacturer narrative:
Additional information received description of event (b5) and other relevant history (b7) device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the additional information did not change the cause for the valve degeneration; however, it is likely related to procedural (valve not fully inflate and oversizing) and patient factors (unable to tolerate anticoagulation, pre-existing valvular disease). There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information revealed that there was low mobility and mild thickening of left cusp. The calcification was ¿dot-like¿.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The valve will not be returned as it remains in the patient. In this case, the cause for the aortic stenosis and increased cai per report, is likely related to procedural (valve not fully inflate and oversizing) and patient factors (unable to tolerate anticoagulation). There was no allegation or indication a device malfunction contributed to this adverse event. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately six and a half years post implantation of a 23mm sapien xt valve, the patient presented with stenosis and a mild central aortic insufficiency. The peak gradient measured 54mmhg and the mean gradient 36mmhg. A 20mm sapien 3 valve was successfully implanted within the xt valve. Per report, there are two possible perceived causes. The patient never underwent anticoagulation therapy due to gastropathy bleeding and a CT scan revealed that probably the xt valve was not fully inflated, and the patient¿s anatomy was suitable for a 20mm, which was not available at that time.

Manufacturer narrative:
Reference CAPA-20-00141.